Manufacturer narrative:
This report is submitted on may 12, 2017, (B)(4).

Event description:
It was reported that the patient experienced skin issues at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics, topical steroids and silver nitrate (dates not reported); however the issue could not be resolved. The abutment removal is planned but had not taken place as of the date of this report may 12, 2017.